Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an afib paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath medium and a hemostatic valve separation issue occurred. It was reported that the valve of the vizigo¿ sheath did not work properly causing bleed back. The physical damage on the valve was not visible. The hemostasis valve (gasket) did not break into two or more separate pieces but was leaking. The hemostatic valve/brim cap/hub did not become detached from the sheath. The reporter was not aware of air entering the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. The approximate volume of blood that was lost is unknown but not much, as they noticed the issue immediately. The sheath was replaced, and the case continued without patient consequences.

Manufacturer narrative:
It was reported that a patient underwent an afib ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the valve of the vizigo¿ sheath did not work properly causing bleed back. The approximate volume of blood that was lost is unknown but not much, as they noticed the issue immediately. The sheath was replaced, and the case continued without patient consequences. The hemostasis valve (gasket) did not break into two or more separate pieces but was leaking. Device investigation details: the device investigation has been completed. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. The manufacturing record evaluation was performed for the finished device with lot number 50000047, and no internal action related to the complaint was found during the review. Based on the completed mre, the h4. Device manufacture date has been populated with 30-oct-2021. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).